Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
As reported by the edwards right flow study, approximately one month post successful sapien 3 valve implant within the ivc the patient presented to the hospital with acute onset heart failure symptoms. The patient has improved with diuresis and was discharged. Analysis of the 30 day echo was received from the hospital. The echo seems to suggest ''motion of at least one leaflet, but it is not convincing enough that all leaflets are normal.'' Since they are unable to visualize the other two leaflets they are not prepared to call the valve's leaflet motion normal. No leaflet thickening or color flow acceleration that would suggest leaflet hypomobility was observed.

Manufacturer narrative:
Corrected h.6 investigation findings and investigation conclusions accordingly. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing of the sapien 3 transcatheter valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Physicians were trained per the applicable IFU revision and the procedure was executed per the early human use clinical protocol. No IFU/clinical protocol deficiencies were noted during the case and the procedure was properly executed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No product, packaging, labelling, IFU, or physician training related non-conformance were found. No corrective action is required as no non-conformance was detected during the imaging analysis. A sapien 3 valve opening and closing inadequately, is associated with an increased transvalvular gradient, could lead to venous hypertension below the level of the valve which may exacerbate symptoms of systemic congestion. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively due to continual inability for the valve to open and close properly. This may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate poor imaging may have caused the allegation to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedures, additional assessment of this adverse event is not required at this time. Per the imaging analysis, the discharge transthoracic echocardiogram (tte) did not have adequate visualization of leaflet mobility. This does not, however, indicate that the leaflet was immobile, but rather that the imaging was not well visualized (nwv). There was noted motion of at least one leaflet. The poor imaging quality likely contributed to the alleged device failure.